Event description:
The 42-year-old female had silicone implants approx twenty years ago for augmentation. She developed pain and firmness in bilateral breasts. She has some systemic symptoms. Pathology review of capsules (breast tissue) notes granulomatous reaction consistent with silicone granulomas.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: other. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. The device was not destroyed/disposed of.